Manufacturer narrative:
(B)(4). The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with an issue noted during the manufacturing process. During inspection of units of the lot, five were found with cracked stress members. The lot later met the release criteria. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that about 10-20% of the solution remained in the device after the infusion. There was no patient injury or medical intervention. No additional information is available.